Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. A revision procedure was performed and the rate/sense portion of the rv lead was surgically abandoned and replace. No adverse patient effects were reported during the procedure. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Approximately four years later, the device was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.